Manufacturer narrative:
A device history record has been initiated. If any deviations or non-conformances are noted the results will be provided. The event of lymphoma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports sudden onset of left breast swelling, suspicion of alcl on the left side. 1l of peri-implant seroma fluid removed. Device replacement and capsulectomy also performed. The left capsule and seroma fluid both tested positive for cd30. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold and yellow particles. Device is overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship. Observed wear abrasion and observed a split in the patch area, it is out of specification per qa199.04. Rev 7.0 was identified which is characterized as a workmanship. Cloudiness in the gel is observed after autoclave cycle. Additional, changed, and/or corrected data: the event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Capsule tested cd30+ and alk-, breast implant associated alcl confirmed.

Event description:
Physician reports sudden onset of left breast swelling, suspicion of alcl on the left side. 1l of peri-implant seroma fluid removed. Device replacement and capsulectomy also performed. The left capsule and seroma fluid both tested positive for cd30. Capsule tested cd30+ and alk-, breast implant associated alcl confirmed. Device has been explanted. Patient is now cancer free.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. In addition, the vulcanized patch bond inspection and visual inspection for mp-810 was realized according the applicable revision, correspondingly, at the moment of the operations were performed. According to the device analysis performed in the laboratory, it was observed separation between shell and patch according to qa199.04, which is not related to the reported complaint. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate. Reason for reoperation was lymphoma-alcl.

Event description:
Physician reports sudden onset of left breast swelling, suspicion of alcl on the left side. 1l of peri-implant seroma fluid removed. Device replacement and capsulectomy also performed. The left capsule and seroma fluid both tested positive for cd30. Capsule tested cd30+ and alk-, breast implant associated alcl confirmed. Device has been explanted.